Event description:
Lead showing noise with oversensing. Lia alarms triggered. Lead needs to be replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).